Event description:
Sales rep reported that an inner screw from a tibial anchor system had broken in surgery. Surgeon had left the outer screw sitting high out of the bone. He then inserted the inner screw and washer over the graft and tightened it down. Noticing that the outer screw was not flush with the bone, he attempted to turn the outer screw deeper into the bone by further tightening the inner screw. The inner screw then cracked. The surgeon removed both screws, packed the hole with bone and used a staple to fasten the graft. No pt injury or complications resulted.